Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated that the pump suspended insulin delivery with sensor reading of 54 mg/dl. Troubleshooting was not performed. The product was not returned for analysis.